Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was approximately 220 mg/dl, and the meter bg reading was 67 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information. No additional patient or event information was available.